Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional peripheral procedure. Reportedly, as the starclose se thumb advancer was being pushed down, the starclose se sheath did not split correctly and it appeared to be peeling back. The safety release mechanism was used to remove the starclose se device. When the device was removed the starclose se vessel locator wings were open. There was no tissue damage due to the removal of the device with the starclose se vessel locator wings open. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported sheath split issue, locator wing retraction issue and difficulty to remove were confirmed based on the returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported sheath split issue; however, the difficulty to remove the device and the treatment appear to be related to procedure circumstance. Additionally, the locator wing retraction issue appears to be related to user technique. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.